Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2018-07301. It was reported during the permanent drg implant procedure the patient was unintendedly implanted with trial drg leads instead of permanent drg leads. No further issue was reported.